Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient went to physician due to noise, oversensing and pacing inhibition for greater than 5 seconds of asystole. The patient experienced near syncope and dizziness. A device header issue was suspected.

Manufacturer narrative:
On (B)(6) 2017 - the system was replaced due to subclavian occlusion. This lead was capped on (B)(6) 2017.